Event description:
It was reported that the insulin pump had an unresponsive keypad and alarmed weak battery prematurely. The blood glucose reading was 211 mg/dl. The customer stated that she had changed the battery a few days prior and the insulin pump showed 3 battery bars, despite alarming weak battery. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery alarms were noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.